Event description:
The consumer reported using the product for six hours on her calf muscle while sleeping. When the patch was removed, the consumer described a burn which resulted in scar formation. The consumer did not seek medical attention at the time of the incident and treated the area with burn cream.

Manufacturer narrative:
The consumer used the product off-label by wearing the patch while sleeping as well as by using the product twice within a twenty-four hour period. Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.